Manufacturer narrative:
The customer reported that the concentrator flow meter ball drops when used with the life2000 device. There was no injury reported, medical intervention was not required, and there was no oxygen desaturation associated with the reported event. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Information reviewed reasonably suggests the cause of the reported drop in the concentrator flowmeter is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Based on this information, no further action is required.

Event description:
The customer reported that the concentrator flow meter ball drops when used with the life2000 device. There was no injury reported, medical intervention was not required, or desaturation associated with the reported event. This report was filed in our complaint handling system as complaint # (B)(4)..

Manufacturer narrative:
This supplemental report is a correction to the previously submitted MDR. Following communication from the FDA regarding incorrect/missing UDI numbers, baxter reviewed the subject MDR and determined brand name, product code, and UDI corrections were required to this MDR in alignment with the gudid.

Event description:
The customer reported that the concentrator flow meter ball drops when used with the life2000 device. There was no injury reported, medical intervention was not required, or desaturation associated with the reported event. This report was filed in our complaint handling system as complaint # (B)(4).